Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no failure was detected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after installing the navigation system, the camera cart monitor was displaying the "unable to connect (0x1001)" message every few minutes, indicating that the pcoip was cycling. There was no patient present when this issue was identified.

Manufacturer narrative:
The pcoip was returned to the manufacturer for analysis. Analysis found that when tested on a test station, the software rebooted multiple times. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.